Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the customer can pull a patient profile on the station, but no medication order is shown. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was able to pull the patient profile on the station, but no medication orders were showing. A technical support specialist (tss) found that the patient profile showing on the station was a placeholder created due to missing admit messages. The correct profile with orders was not visible. Cerner was sending orders to the wrong medical record number (mrn), causing them to appear under a discharged account. The admitted account was reconciled correctly, but merged profiles do not forward new orders. The issue was clarified with hospital staff, and since the patient was discharged and reconciled, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer can pull a patient profile on the station, but no medication order is shown. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.